Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Corrected information: a2 (transcription error identified during peer review).

Manufacturer narrative:
Additional information: d10, h3, h6 codes: method, result, conclusion. Plant investigation: a companion sample device was returned to the manufacturer and a physical evaluation was performed. During the visual inspection no damage was observed on the apd luer lock connector and its condition was acceptable. A functionality test was performed with a liberty select cycler and no issues were detected. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. The sample evaluation was unable to confirm the alleged event nor establish a cause. The returned sample was scrapped after evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient encountered a fluid leak from the fresenius apd connector connection to the baxter icodextrin solution bag during an unknown phase of pd treatment. The patient did not receive any alarm from the cycler. It is unknown at which point in therapy the leak may have begun. There was no fluid leak observed within the cycler. Upon follow up, the peritoneal dialysis registered nurse (pdrn) reported that treatment was not completed. There was no damage observed on the apd connector. The patient did not experience any symptoms, adverse events, injuries, nor require medical intervention as a result of the reported event. The apd connector used by the patient was discarded and is not available to return for physical evaluation by the manufacturer.